Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with right ventricular (rv) lead exhibited high out of range shock lead impedance of greater than 200 ohms and noise. The noise was oversensed resulting in non-sustained ventricular tachycardia events. Boston scientific technical services (ts) reviewed with a health care professional (hcp) that coil to coil configuration shows 142 ohms then further discussed triad calculation and troubleshooting options. The local field representative was contacted, however no additional information was available. The cause of the observation remains undetermined at this time. The system remains in service. No adverse patient effects were reported.